Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of the fast fix fell off from the exciter after the first stitch (t1) was successfully stitched. The t1 and t2 implants were not removed and remained in patient's tissue. The procedure was completed with a smith and nephew back up device. There was a delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended actuation of the device or unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, the need for corrective action is not indicated.